Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file was opened for the user error of the incorrect wireguide with the replacement device and is related to pr 413143 which captures the kinked zepdf-5-8 stent from the original procedure. Manufacturing records: manufacturing records review could not be completed as the lot number is unknown. Instructions for use and label: the notes section of the instructions for use (ifu0055), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The user is also advised as per the precautions of the IFU, "refer to package label for minimum channel size required for this device." And "wire guide diameter and inner lumen of wire-guided device must be compatible." There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0055) it should be noted that in the japanese packaging insert (c-es0202m18) states: "remove this product from the package and inspect with particular attention to bends, kinks and breaks". It also says," choose a wire guide with outer diameter 0.035 inch (0.89mm) for use with this product¿. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to user error. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wireguide was used. CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: CAPA pr387756 addresses any necessary corrective actions as a result of this failure mode. Summary of investigation: according to the customer, user error of a 0.025inch wireguide used with the replacement device. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could be attributed to user error. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wireguide was used. CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used.

Event description:
A supplemental report is being submitted due to completion of the investigation on 29-aug-2024.

Event description:
User error of a 0.025 inch wireguide used with the replacement device related to the original procedure in pr (B)(4). Patient outcome: no adverse effects on the patient has been reported.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.